Event description:
The customer reported that the device had a power failure. No patient involvement.

Manufacturer narrative:
Pr number 1975849. H3 and h6: a follow up report will be submitted upon completion of the investigation.